Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) since (B)(6) 2013 between 218 and 474 mg/dl with moderate thirst and moderate urination and trace ketones on one occasion. These reported bg levels and symptoms do not meet animas¿ criteria of a reportable adverse event. The patient reported self-treatment of the elevated bg levels with correction boluses. The patient also reported changing the site/set and cartridge on a daily basis since then and has tried using a fresh vial of insulin. The patient reported increasing the basal rate in the pump the morning of the call; however, the bg levels remain elevated. The patient reported discontinuing insulin pump therapy at 5:45 pm the day of the call and switch to manual injections of lantus and humalog for insulin delivery. The patient stated she was awaiting a return call from her healthcare provider regarding her elevated bg. The pump was reviewed by customer support with no malfunctions detected. The patient confirmed all the settings were as intended and were most recently reviewed by the hcp in (B)(6) 2013. Customer support also noted the patient was using expired inset; expiration was 3/2013. This complaint is being reported because the patient alleged the pump was not delivering the basal dose properly.

Manufacturer narrative:
The following information was inadvertently omitted from the initial MDR: during troubleshooting, it was noted that the last prime amount recorded in the pump¿s prime history was on (B)(6) 2013. However, the patient stated she is positive that she changed the site, set, and cartridge on (B)(6) 2013 and completed the prime and fill cannula steps. Troubleshooting could not confirm if the prime steps were completed properly and just did not record in the history, or if the prime steps were not appropriately completed.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: testing was unable to duplicate the complaint during the investigation. The daily insulin delivery totals were found to correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date record in history. There are no alarms associated to the complaint noted in the alarm history in the black box, only typical usage was observed. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unrelated to the complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. This animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.